Manufacturer narrative:
Additional information h3-device evaluation: lens returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found haptic bent/deformed and residue on lens. Claim# :(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2,-13.5/2.0/008 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. The lens was removed and replaced for a shorter length lens within the same surgery due to excessive vault. Problem resolved.